Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evolutfx-2329 (unknown lot number); product type: 0195-heart valves; implant date: non-implantable device updated data: b5. D10. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed over a non-medtronic guidewire with the deployment starting point at the bottom of the pigtail catheter. The implant depth was originally 4 mm on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). After dislodgement towards the aorta, the valve depth was 3 mm on the ncc and 5 mm on the lcc. It was noted that the valve was undersized as the annulus perimeter measurement ranged from 72 to 76 mm. When the valve dislodged, one of the paddles was still connected to the delivery catheter system (dcs); however, neither the handle of the dcs nor the surgical field was manipulated at the time of dislodgement.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} non-medtronic product ID: toray inoue 22 mm balloon lot #: unknown; ubd: unknown; implant date: non-implantable select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was completed with a non-medtronic (toray inoue) 22 millimeter (mm) balloon. Upon the first deployment attempt, after the detachment of the first paddle, a there was a one second interval prior to a dislodge occurring. Severe aortic regurgitation (ar) occurred as a result, and a snare was subsequently used to retrieve the valve. A second valve was successfully placed to complete the procedure.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was completed with a non-medtronic 22 millimeter (mm) balloon. Upon the first deployment attempt, after the detachment of the first paddle, a there was a one second interval prior to a dislodge occurring. Severe aortic regurgitation (ar) occurred as a result, and a snare was subsequently used to retrieve the valve. A second valve was successfully placed to complete the procedure. Additional information was received that the valve was deployed over a non-medtronic guidewire with the deployment starting point at the bottom of the pigtail catheter. The implant depth was originally 4 mm on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). After dislodgement towards the aorta, the valve depth was 3 mm on the ncc and 5 mm on the lcc. It was noted that the valve was undersized as the annulus perimeter measurement ranged from 72 to 76 mm. When the valve dislodged, one of the paddles was still connected to the delivery catheter system (dcs); however, neither the handle of the dcs nor the surgical field was manipulated at the time of dislodgement. Additional information was received that following dislodgement, both paravalvular leak (pvl) and central regurgitation were observed.

Manufacturer narrative:
Updated data: b5. D. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-ev olutfx-2329; lot: 0012697474; UDI: (B)(4); manufactured date: 2025-03-03; use by date: 2027-03-03; implant date: n/a; FDA site ID: 9612164. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.